Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle was fractured while in the body. The customer¿s blood glucose level was 5.9 mmol/l. Customer stated that the introducer needle was no longer in the body. Customer also reported that that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer also stated that the introducer needle was hard to remove. Customer troubleshoot was performed. The sensor will not be returned for analysis.